Event description:
It was reported the lead was explanted and replaced, due to insulation degradation and oversensing of noise. No patient complications were reported as a result of this event.

Event description:
Further information indicated that it was also suspected that the lead was fractured as there were abnormal coupling intervals on the counters related to the reported noise.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached; proximal segment returned and analyzed.